Event description:
It was reported that approx two weeks ago, the physician was using an arrow ptd device and it broke. As a result, a second kit was opened to complete the procedure successfully for the pt. There was no delay in treatment and no pt death. No additional info is available.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.